Event description:
A caller reported lower scan values while wearing the adc freestyle libre sensor compared to a healthcare meter, on (B)(6) 2022. An unspecified low sensor reading was obtained and the customer experienced increased heart rate and felt unwell. After an unspecified amount of time, healthcare contact was made, and a glucose test of 250 mg/dl was obtained on the healthcare meter. The customer was provided insulin (dosage unknown) and diagnosed with diabetic ketoacidosis (dka). No further details regarding the medical event were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported lower scan values while wearing the adc freestyle libre sensor compared to a healthcare meter, on (B)(6) 2022. An unspecified low sensor reading was obtained and the customer experienced increased heart rate and felt unwell. After an unspecified amount of time, healthcare contact was made, and a glucose test of 250 mg/dl was obtained on the healthcare meter. The customer was provided insulin (dosage unknown) and diagnosed with diabetic ketoacidosis (dka). No further details regarding the medical event were provided. There was no report of death or permanent injury associated with this event.